Event description:
N/a.

Manufacturer narrative:
Updated fields - b4 , g3, g6, h2 , h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found safety disk failing the pim leak test. Membrane diff. Pressure reading 9mmhg exceeding the allowable limit of ±6mmhg. Safety disk (0202-00-0140) replaced. Tidal volume disk (0202-00-0142) also replaced. Pim leak test now passing. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specification. Returned to customer for clinical use.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter (B)(6). A supplemental report will be submitted upon completion of our investigation.